Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effects of foreign body left in patient and mitral regurgitation, are listed in the in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The investigation determined that the challenging patient anatomy likely contributed to the reported clip becoming caught in the chordae. The reported patient effects of foreign body left in the patient and unchanged mr appear to be related to procedural conditions as a result of the clip becoming caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip (lot 41020u116) mentioned is filed under a separate manufacturer report number.

Event description:
This report is filed for the mitraclip (lot 60408u221) that was stuck and deployed in the chordae. It was reported that on (B)(6) 2015, one mitraclip (lot 41020u116) was successfully implanted reducing mitral regurgitation (mr) from 4 to 3. The clip remains stable and attached to both leaflets, but mr increased to grade 4 and the physician does not believe the clip performed as intended. On (B)(6) 2016, a second mitraclip (lot 60408u221) procedure was performed. During attempted placement, the clip dove into the lateral commissure in the left ventricle and became caught in the chords. Removal was not possible so the clip was deployed in the chord. The procedure was completed with no change in mr which remained at grade 4. No additional information was provided.